Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the occlusion alarms, and resumed insulin delivery. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 70-300 mg/dl.